Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their family member has been hearing their cardiac resynchronization therapy defibrillator (crt-d) alert in the morning at the same time. The alert was described as a vibration and three beeps. The patient also states that "the thing is not working properly" and they have not been feeling well. The device is still in use. No further patient complications have been reported as a result of this event.